Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump alarmed multiple times and eventually displayed a glitch screen. As a result, the nursing staff were unable to determine how much volume had been infused to the patient. The customer provided the following information: pc unit used during the incident was identified from nicu event and error logs downloaded for both pcu and syringe module. No relevant errors identified in the error logs for either device. Pcu event logs reviewed by hospital biomed: drug: alprostadil , rate: 1.39 ml/h, drug amount: 5 mcg, diluent volume: 1 ml , concentration: 5 mcg/ml , dose: 0.03 mcg/kg/min , patient weight: 3.86 kg , time units: minutes , syringe type: bd 50 ml. Event log review showed: o between 01:00 04:00, the infusor stopped and alarmed approximately 8 times prior to tubing replacement. Tubing replacement recorded at 03:13. Channel turned off at 03:54. Each alarm was followed by pump restart and reprogramming. Recorded volume infused values were inconsistent and decreased across events, indicating unreliable volume tracking, likely due to repeated restarts/reprogramming. Event sequences show the pump was repeatedly restarted immediately after occlusion alarms. Negative volumes recorded from 03:03am to 3:54 am. Following log analysis, functional inspection was performed by hospital biomed. Syringe module passed all tests on asm. Scenario reproduction performed using the same setup: syringe: bd 50 ml , vtbi: 62.7 ml, settings as per incident. Syringe finished infusion, measured volume: 61.2 ml, expected volume: 62.7 ml , error: 2.39%. During the infusion, 10 patient side occlusions were intentionally created to recreate the original scenario. The pump was also restarted without removing the occlusion, as in the original scenario. The following data was obtained with respect to the volume: rate: 1.39 ml/h occlusion volume infused (ml) v (ml) 1 57.31 0, 2 58.00 0.69, 3 57.95 0.64, 4 57.89 0.58, 5 57.82 0.51, 6 56.99 -0.32, 7 56.99 -0.32, 8 56.99 -0.32, 9 56.99 -0.32, 10 56.99 -0.32. Table 1. Change in infused volume during 10 consecutive infusions, with the syringe running at 1.39 ml/h. The yellow rows represent the occlusions where the infused volume decreased compared to the first occlusion. Same scenario was repeated with a higher rate (23 ml/h). The results also showed a small negative change in the volume: rate: 23 ml/h occlusion volume infused (ml) v (ml) 1 5.60 0, 2 5.60 0, 3 5.60 0, 4 5.60 0, 5 5.60 0, 6 5.60 0, 7 5.60 0, 8 5.60 0, 9 5.59 -0.01, 10 5.60 0. Table 2. Change in infused volume during 10 consecutive infusions, with the syringe running at 23 ml/h. The yellow rows represent the occlusions where the infused volume decreased compared to the first occlusion. The original scenario was recreated using a functional syringe pump (p119397, sn (B)(6). The syringe infused 0.58 ml and then alarmed for occlusion for the first time. A few seconds after restarting the pump, it alarmed for occlusion again. Restarting the pump was not possible after that.